Manufacturer narrative:
(B)(6). No findings possible at this time since the medtronic representative has not traveled to the site for a system inspection, and no parts have been replaced or returned for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system gantry door could not be opened. It was reported that the system was positioned around the patient at the time this occurred. The system was rebooted without resolution. The door was then manually opened and removed from around the patient. There was a reported delay to the procedure of less than 1 hour due to this issue. The procedure was completed successfully and the patient was not impacted.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The investigation suspects that a hardware issue occurred due to an "unwanted motion detected" error in the logs that is indicative or issues with the gantry door, misalignment or cable issues. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional.